Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch verioiq meter read inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on additional information obtained by the customer medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2013. The patient reported that on (B)(6) 2013, at approximately 5pm she obtained an elevated blood glucose reading of "180 mg/dl" with the subject meter. The patient informed the mss that she normally tests in the "100 to 150 mg/dl" range at that time of the day. The patient tests her blood glucose twice a day and manages her diabetes with humalog 75/25 (on a sliding scale). The patient reported that in response to the elevated blood glucose she took approximately 25 units of humalog 75/25 (adjusted based on the meter reading). The patient stated that she is supposed to eat within 15 minutes of taking the insulin; however, due to the elevated result she waited approximately 30 minutes before she began to eat her supper. The patient claimed when she began to eat her supper she began to feel very shaky and sweaty and did not feel well. The patient reported that her family contacted emergency services. When the paramedics arrived they obtained a blood glucose reading in the "50's mg/dl" when they tested her with their device and reportedly treated her with glucose gel. The patient informed the mss that she refused to be taken to the emergency room and eventually her blood glucose came back up to her target range. At the time of troubleshooting, the customer care advocate noted that the patient did not have control solution available to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly was treated for severe hypoglycemia by an hcp after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.